Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the cardiere forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury. On (B)(6)2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: da vinci xi cadiere forceps was found to have a foreign object in between the tip of the instrument. A metal appearing item was the foreign object observed by the surgeon. The instrument was removed and a new da vinci xi cadiere forceps was opened to the sterile field. Intuitive received the following additional information via follow up: the instrument did not have any collisions during the procedure. The procedure was completed robotically. No fragments fell into the patient.